Event description:
The customer reported that the system intermittently would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface pcb, hard drive and sbc computer awnd the on/off power switch were evaluated and replaced. The software was reloaded. The system was tested and found to be working as intended and returned to service.